Manufacturer narrative:
A review of the mfg paperwork has been requested. Please note attached list of add'l devices implanted in patient: tg2815/04736534, tg2810/04951793, tg3115/04181084. Tg3110/03907496, pxa280300/04992869, pxa280300/04684996, pxa260300/04797198, and pxa230300/04911217.

Event description:
In 2007, a pt underwent debranching of several vessels and was implanted with five gore tag thoracic endoprostheses and four gore excluder aaa endoprosthesis aortic extender components to treat a descending thoracic aortic aneurysm. A reintervention occurred in 2008 for a distal type I endoleak. An unplanned aui with an aneurx device was performed and failed. Implantation of two add'l gore tag thoracic endoprostheses and a palmaz stent resolved the distal type I endoleak.